Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via remote transmission that the right atrial (ra) lead exhibited undersensing of some p-waves during an atrial arrhythmia. In addition, multiple episodes of ventricular tachycardia (vt) were detected and one shock was delivered with possible detection of atrial fibrillation (af) with rapid ventricular response (rvr) by the cardiac resynchronization therapy defibrillator (crt-d). The ra lead and crt-d remain in use. No patient complications have been reported as a result of this event.